Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During the initial implant procedure after connecting the left ventricular (lv) lead to the device, a loss of capture was observed on the lv channel. Measurements were normal when the lv lead was connected to the merlin pacing system analyzer. The lv lead port was cleaned out, however, the loss of capture persisted when the lv lead was reconnected. The device was replaced to resolve the event. The patient was in stable condition.